Manufacturer narrative:
Samples received: 5 unopened pouches. There are previous complaints of this code batch. OEM manufactured and distributed (B)(4) units of this code batch, there are no units in stock. Tightness test to the samples received has been performed and the units are tight. Tested the knot pull tensile strength of the samples received and the results fulfill the requirements of the OEM. Reviewed the batch manufacturing records, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: although the results of the samples received fulfill the specifications of the OEM, OEM takes note of this incidence in order to assess if new or additional actions are needed. Actions on product: na. Corrective/preventive actions: na

Event description:
Country of complaint: (B)(6). Complaint states: wire breaks at knotting.